Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 8.8 mmol/l. Customer also stated that the audio was turned on but the volume was not returned. Customer was assisted self-test and it observed that the hardware low level failure occurred again. The product will return for the analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error alarm during testing however, hardware low level failures error found in the formatted history file due to broken traces at of the keypad assembly. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.